Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, describing awakening with low blood glucose and self-treating with four oral glucose tablets; troubleshooting and education were completed, and the cause was unclear. Symptoms included hypoglycemia without loss of consciousness or seizure. Outcomes included self-management with rapid-acting oral carbohydrates and no need for assistance or hospitalization. Investigation included a review of the report and user feedback with case triage. Investigation of this case revealed no device malfunction identified and no device component failure observed, with the event attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.